Event description:
Further information was received from the area representative indicating that a new physician saw the patient. The physician indicated he calibrated the generator and now is able to see improvement in the patient's clinical status. The physician indicated the patient's increase in seizures was due to normal disease progression. No arrhythmia was found on the patient in accordance to the physician. The reported lack of efficacy was due to sub-optimal programming of the vns hence not achieving optimal therapy. No interventions have been planned at the moment as the patient is doing well clinically. No further information was received regarding the other events as it was unknown if they were related to vns.

Event description:
Additional information was received from the area representative indicating the physician confirmed the reported increasing seizures were due to lack of ramping the patient up. The dosing is being determined now and the patient is being followed up. Moreover, the physician confirmed the arrhythmia event had not occurred.

Event description:
It was reported by vns patient's parent that the patient experienced increased seizures, arrhythmia, voice alteration, coughing, vomiting, lack of efficacy, and pupillary miosis. The patient's parent also reported that the use of the magnet did not help abort the patient's seizures. The patient's voice was reported to be suppressed and sometimes presented vomit after coughing. The patient's mother indicated that a physician in (B)(6) tried to increase the frequency but it led to overstimulation for the boy, and the doctor switched the frequency back to 0,75 ma. The patient was reported to have been implanted in the us and now resides in (B)(6) where the patient is not being treated.